Event description:
It was reported with the use of the bd vacutainer® plus plastic pst tube there was an issue with leakage. It was stated ¿the tube is popping off.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and there were no issues observed with the incident lot as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, all samples met the required specifications. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® plus plastic pst tube there was an issue with leakage. It was stated ¿the tube is popping off.¿ there was no report of injury or further medical intervention.